Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported experiencing concerns with the infusion set leaking. Pt stated, the leaking issues have occurred about 4 times. Pt reported, the leak appears to be occurring around the infusion set cannula. Pt stated, the leak doesn't start until the second day of use. Pt reported, he could tell there was a leak because his shirt was wet. Pt stated, he hears an audible click when connecting to the infusion site. Pt manually inserts the infusion sets. Pt reported, he experienced elevated blood glucose readings due to the leaking issues. Pt stated, his blood glucose readings got as high as 265 mg/dl. Pt reported, he attempted to bolus to bring his blood glucose level down. Pt's target blood glucose range is around 150 mg/dl. Advised pt of alternative available infusion sets. Pt discarded the alleged infusion sets. On follow up call on (B)(6) 2011, pt reported, he has not had the same leaking issue because, he has been splitting up his large bolus amounts into 2 separate boluses. Pt stated, his blood glucose level is going down gradually. Pt reported, his blood glucose level is closer to what he expects and is no longer in the 200's mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.